Event description:
Philips received a complaint from customer biomed reporting the green checkmark or accept button on the v60 ventilator is not functional. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse instructed the bme to take apart the user interface (ui) assembly and inspect the cable going into the switch printed circuit board assembly (pcba). If needed. Disconnect it and securely reconnect the cable. The bme reseated the cable to the switch pcba and the issue was resolved. The bme was able to go into diagnostic mode successfully. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.